Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 problem code. This follow-up report is being submitted to relay additional information. The following sections were updated: a2 date of birth.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The joint swelling and pain reported cannot be confirmed and contributions from patient, user, or device related considerations to the event could not be assessed because the devices remain implanted, and relevant patient information, clinical information and/or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, this 74 y/o female patient called to confirm if her liner was part of the recall. She states she has had pain and swelling in her knee for several years and was told by her surgeon her knee is fine and there is nothing else he can do for her. She was also upset her surgeon did not notify her about the recall and was told by his office her knee was not part of the recall. "She no longer can drive due to the revised knee". Her liner serial # is part of the recall. Patient has not been revised to date. Patient was last known to be in stable condition. The device is not available for evaluation. No additional information.

Manufacturer narrative:
Concomitant products: truliant cr cem fem cr cem right sz 3 (cat# 02-020-13-0330 / serial# (B)(4)); truliant tib fit tray cem sz 3f / 3t (cat# 02-022-45-3030 / serial# (B)(4)); advanced patella 32mm 3 peg implant (cat# 200-07-32 / serial# (B)(4)); collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(4)). As reported, this 74 y/o female patient called to confirm if her liner was part of the recall. She states she has had pain and swelling in her knee for several years and was told by her surgeon her knee is fine and there is nothing else he can do for her. She was also upset her surgeon did not notify her about the recall and was told by his office her knee was not part of the recall. "She no longer can drive due to the revised knee". Her liner serial # is part of the recall. Patient has not been revised to date. Patient was last known to be in stable condition. The device is not available for evaluation. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent knee pain cannot be conclusively determined; however, it is most likely related to patent underlying conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Pain is a known risk of joint replacement surgery.